Event description:
It was reported that the lead exhibited loss of capture, low r-wave sensing, and low pacing impedance. The patient declined system removal and replacement. Tachy therapies were programmed off. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.